Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they got covid on january 1st until april 4th after using the replacement device 3 times, half of their body is now paralyzed as of april 5th. Patient states they are unable to use the right arm, their left arm is not as usual, and is still experiencing breathing problems. The patient was advised per their doctor to discontinue the usage of the device right away. The patient has alleged medical intervention was needed. The patient stated the device settings at the time of the alleged incident was 13.0 in pressure, at a normal humidity. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they got covid on january 1st until april 4th after using the replacement device 3 times, half of their body is now paralyzed as of april 5th. Patient states they are unable to use the right arm, their left arm is not as usual, and is still experiencing breathing problems. The patient was advised per their doctor to discontinue the usage of the device right away. The patient has alleged medical intervention was needed. The patient stated the device settings at the time of the alleged incident was 13.0 in pressure, at a normal humidity. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction omitted due to duplicate report original reported on MDR (B)(4).